Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed. The returned sample was inspected at (B)(4) microscope magnification which is the normal inspection magnification. Visual inspection revealed lens was received with surface residual adhered to the optic body compatible with handling the lens out of sterile environment. No other cosmetic defect was observed. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to an improper diopter lens being implanted. The iol was replaced with a new lens. No further information has been provided.